Manufacturer narrative:
Unit was received from the field for eval. Refer to eval # (B)(4) - unit primed successfully. Cut for 1:30 seconds on high power (100% duty cycle) and then cut out. Noticed crack in case body during testing; cidex residue vaporised due to ultrasonic action identifying the crack. Appears some type of blunt force caused crack. Took a low voltage sweep of the handpiece which indicated phase was out of range. Poor crystal performance supports indication of handpiece exposure to blunt force. The assignable cause for the unit failure could possibly be due to customer misuse. The eval of the unit indicated that the handpiece was exposed to blank force. This cause cannot be verified. The DHR for microtip lot 13413-01 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. (B)(4).

Event description:
After the handpiece was primed a message would pop up saying check handpiece.